Event description:
Report received of decrease in suction due to filter shavings stuck in the vacuum regulator lines. It was reported that during a tonsillectomy, the pt began bleeding from the surgical site. When an attempt was made to suction the pt to clear the blood, there was not enough vacuum available to pull out the fluid. A back up suction device was available, and the pt was successfully suctioned with no adverse effects. The customer reported that upon examination of their suction system, they found suction filter particles in the vacuum regulator nozzle, which decreased the ability to suction at full strength. Though requested, no further info was received.